Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen did not respond when pressed. The probable cause of the customer reported touchscreen would not calibrate was due to corrosion on the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing, the device touchscreen would not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.